Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error and physical damage on his insulin pump. Customer's blood glucose is 116 mg/dl. There are cracks on the screen corners, battery compartment, and reservoir compartment. The damage is from normal wear and tear. The device was splashed lightly with water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump had traces of moisture were noted at the lcd assembly per visual inspection. Insulin pump received with cracked case at lcd window, display window, minor scratches on lcd window and missing end cap sticker.